Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's daughter reported that the insulin pump was not working. He was in intensive care unit and the insulin pump shut off. The customer was hospitalized on (B)(6) 2016. When he was in the emergency room, the doctor was unable to turn the insulin pump on. The insulin pump had a blank display and the customer was in intensive care unit due to a diabetic ketoacidosis. The customer had a stomach ache and was vomiting before being admitted. He was in a coma, was on full life support, and ended up having a heart attack. The customer's blood glucose level was treated with an IV. Customer's blood glucose level went up to 725 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed no delivery. The high pressure test passed. The device was not returned.